Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing pump and cylinder were removed and replaced. Upon explant a hole was identified in the right cylinder; however, the cause of the perforation was not detailed by the facility. The patient was stable following the intervention.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The pump was visually and microscopically inspected, identifying the tubing had been cut down to the block and was not returned for analysis. Upon functional testing, it was seen that the pump did not pass the inflation tests performed. Visual and microscopical inspection of the cylinder identified leaks in the proximal cylinder body; however, these were consistent with sharp instrument damage that likely occurred during the explant surgery. Due to the these perforations, the cylinders could not be functionally tested. Based on the information available and analysis results, the pump not passing the functional test could have caused or contributed to the ams 700 not working as expected.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing pump and cylinder were removed and replaced. Upon explant a hole was identified in the right cylinder; however, the cause of the perforation was not detailed by the facility. The patient was stable following the intervention.